Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the shaft broke during insertion into the guide catheter. No pt injuries or complications occurred.